Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted due to broken tubing.

Manufacturer narrative:
A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation a separation in the bladder of cylinder 2. Testing revealed this to be a site of leakage. The separation appeared to have burn like marks, indicating contact with a cauterization tool. Surface abrasion was noted on the exhaust tube of cylinder 1 and on all tubes and all strain relief of the pump. No functional abnormalities were noted with cylinder 1 or the pump. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5169559. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the bladder of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because surfaces appear melted indicating contact with cauterizing instrumentation, and the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. The information received indicated broken tubing, but because no functional abnormalities were noted other than instrument damage, quality is unable to confirm the reported complaint. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.